Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump crack where the insulin housing goes. Troubleshooting was performed for damage and noticed cracked near reservoir compartment. The customer states he used to sometimes rewind with reservoir in pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. No crack noted on the reservoir tube or reservoir tube lip noted during physical inspection.